Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on a patient, iab catheter was unable to advance at y-fitting area. Replaced iab to continue therapy, a guidewire did not exchange. Moderate tortuosity and mild calcification were noted in the patient vessel. Competitor sheath was used. No patient injury was reported.